Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a large unruptured saccular aneurysm measuring 10.4 mm x 5.6 mm located in the c7 (communicating) segment of the right ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. The patient was not on dual anti-platelet therapy before the procedure. During the procedure it was reported that the pipeline (3.5 mm x 20 mm) opened well and properly. Three hours post procedure, the patient developed a thrombosis along the landing zone and into the pipeline and developed temporary amaurosis (partial blindness without visible change in one eye) and was given dual anti-platelet therapy. Due to collateral circulation, the patient recovered their total vision. No patient injury was reported as a result of the procedure.